Event description:
Customer reported feeling "lightheaded, dizzy and really tired". Later that evening, she also reported having a seizure and says she "has seizures from time to time". Customer did not go to the ER but self-treated with candy and "felt better a few mins later". There was no death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.